Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Photo investigation: the device was not returned. A photo-investigation was performed on the images. The attachment were x-ray images showing the broke plate; thus the complaint is confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review could not be completed. Conclusion: the complaint condition is confirmed during photo investigation. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a mre review could not be performed. If more information become available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported than on (B)(6) 2021, the patient underwent for a revision surgery for nonunion distal femur fracture with broken plate and screws. Original surgery for distal femur fracture on the (B)(6) 2018 of a liss df plate and screws. Patient then had a delayed union with broken proximal screws in plate for which the original surgeon revised on the (B)(6) 2020, for which he used the same plate but re-inserted some screws, added cables and a bone strut. Patient then presented approximately a week ago with pain and was determined the fracture was a non-union and the plate had broken. On the (B)(6) 2021 a new surgeon removed the plate, broken screws, and bone struts, used an ria 2 to retrieve bone graft from the patient and inserted a femoral recon nail. It was unknown if the surgery completed successfully. The patient has adverse consequences with broken plate and screws due to non-union. This complaint involves (2) devices. This report is for (1) ti lcp distal femur plate 15 hole/356mm right-sterile. This report is 1 of 2 for (B)(4).